Event description:
It was reported the disposable set felt abnormal and stiffer than normal. The pump has also alarm downstream occlusion several times. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Seventy-three (73) units were received. Of those received sixty-nine (69) units were received in their original packaging in unused condition, and four (4) units were received inside a plastic bag without its original packaging, in used condition and decontaminated. The four used units, and ten randomly selected units were visually inspected, and no damage or dysfunctional conditions were observed on any of the inspected units. The fourteen visually inspected units were primed successfully, and the fluid passed through the whole device and no alarms were activated by the pump during functional testing. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.